Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre sensor compared to a competitor's brand meter. The customer reported scans of 264 mg/dl and 296 mg/dl compared to blood glucose tests of 148 mg/dl and 154 mg/dl. On (B)(6) 2019, the customer obtained an unspecified high scanned value and experienced dizziness, sweating, and a loss of consciousness and received oral glucose by non-hcp as treatment. There was no report of death or permanent injury associated with this event.